Event description:
Caller states that a patient allegedly received the following results, with two different meters, within 10 minutes: 55 mg/dl (inform system 1) and 170 mg/dl (inform system 2). Patient was treated based upon the reading of 170 mg/dl (treatment and symptoms not provided). No adverse event reported. Caller states that controls were run and passed prior to the incident; however, actual results were not provided. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 2. Reference medwatch with patient identifier (B)(6) for the inform system 1.